Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -12.50/3.0/109 (sphere/cylinder/axis) lens tore while loading; no patient contact. No further information has been provided.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim#: (B)(4).